Manufacturer narrative:
A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. During analysis, it was determined there was physical damage to the right angle extension cable at the back of the unit. It was determined that this was the cause of the reported incident.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
The unit could not power on, and it was reported that the unit cord was emitting electrical sparks. It was also noted that there were exposed wires.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.